Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue on the distal end of the electrode. Concomitant: product ID 407658 implantable pacing lead implanted: (B)(6) 2012 product ID addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was noted to have a poor atrial signal. Upon further analysis, it was noted that the ra lead had become dislodged and was sitting on the valve. The physician attempted to reposition the lead without success. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.